Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also observed. Troubleshooting options were discussed and recommended. It was noted that the patient experienced twiddlers syndrome. Subsequently a revision procedure was performed and the rv and the ra were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Field b5 describe event or problem was already updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also observed. Troubleshooting options were discussed and recommended. It was noted that the patient experienced twiddlers syndrome. Subsequently a revision procedure was performed and the rv and the right atrial (ra) lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also observed. Troubleshooting options were discussed and recommended. It was noted that the patient experienced twiddlers syndrome. Subsequently a revision procedure was performed and the rv and the ra were explanted and replaced. No additional adverse patient effects were reported.